Manufacturer narrative:
H3: software analysis was inconclusive as to the root cause of the alleged inaccuracy with the information provided. H6: codes b01, c19, and d15 still apply to the system checkout. Codes d14 still applies to sw analysis as the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the system was accurate. The surgeon believed the system was 2-3 mm inaccurate. It was confirmed there was no unused image acquisitions.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, software #: 2.1.0. A medtronic representative visited the site to evaluate the equipment. No failures were found. (B)(4). No other products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the surgeon was alleging that the navigation system was inaccurate. One of the screws on l5 was placed in the canal. The other side was accurate. The surgeon replaced the screw after taking an additional spin. The local representative reported and discussed with the surgeon that the navigation showed that the screw was in the canal. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information noted that the screw was in the canal. The image has the old screw that was removed prior to placing the screw in question.